Manufacturer narrative:
Preliminary device analysis was not yet available as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the pt underwent removal of their dbs sys due to infection. No pt symptoms or outcome were reported. Add'l info has been requested from the health care provider, but was not available on the date of this report.